Event description:
The following has been reported: pump (B)(6) continues to give "cassette contains air" error. I hard reset, loaded a cassette that I had have been using for test infusions and still received the error. I hard reset again and loaded 2 different cassettes that I have also been using with no issues and still get the error. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The customer reported complaint was confirmed. The device was returned for erroneous air in cassette alarms. A mock infusion was attempted and the device began to alarm for air in cassette when none was present. An internal investigation was performed to find signs of physical damage and none was found.